Manufacturer narrative:
Device was used for treatment, not diagnosis. Lowe, j. Et al (2010) complications associated with negative pressure reaming for harvesting autologous bone graft: a case series. J orthop trauma 24:46-52. This report is for an unknown reamer-irrigator-aspirator system. The device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article: lowe, j. Et al (2010) complications associated with negative pressure reaming for harvesting autologous bone graft: a case series. J orthop trauma 24:46-52. A (B)(6) year old female underwent ria bone graft harvesting from her right femur. On post-operative day 2, the patient noticed acute pain and deformity of the right thigh while rolling over in her hospital bed. Radiographs demonstrated a spiral midshaft femur fracture. This report is for an unknown ria system. A copy of the journal article is being submitted with this medwatch. This is report 3 of 5 for com-(B)(4).